Event description:
It was reported that in anesthesia when the md was attempting to insert the swg through the ars, severe resistance was met resulting in the swg kinking. The resistance occurred approximately at the 10-15 cm mark. As a result, a new kit was opened and used to complete the procedure without issue. There was no reported delay, death, or complications to the pt as a result of the occurrence. It was noted that the md was skillful with the kit and followed the IFU.

Manufacturer narrative:
(B)(4).